Manufacturer narrative:
Investigation revealed that a tolerance stack-up condition could produce interference fit between blade and handle. A corrective action was implemented and revisions to the drawings and manufactured parts was completed.

Event description:
Incident reported as: the nurses are unable to load blades unto knife handles. No patient or staff injury reported. No intervention reported.